Manufacturer narrative:
This is final MDR report being submitted for this complaint. A non-sterile enterprise device was received stuck inside of plastic bag. The introducer tube and delivery wire were inspected and no damages were noted on them. The stent was found deployed. The received stent was inspected under microscope and no damages were noted on the stent. The functional analysis could not be performed as the stent was received deployed and it is necessary that the stent remain inside the introducer tube to perform the functional analysis. (B)(4) did review the device history records relative to the manufacturing, inspecting and packaging of the lot 10434019. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4) internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. The failure reported by the customer as ¿delivery wire ¿ resistance/friction¿ could not be evaluated as to the stent was received deployed. The device did not present any obvious indication of manufacturing defect or anomaly that could have contributed to the event as reported. Neither the product analysis nor the DHR review suggests that the failure could be related to the enterprise manufacturing process. Procedural factors and handling process may have contribute to the reported failure. No corrective action will be taken at this time.

Manufacturer narrative:
This is one of one initial MDR report being submitted for this complaint. (B)(4). Concomitant products: 7f cook shuttle select; 6f sofia plus intermediate catheter; rebar18 microcatheter; acclino flex 4.5x25 stent and sl-10 microcatheter. The product is expected to be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time.

Event description:
It was reported by the contact at the user facility that the patient presented with a stroke and it was found during the thrombectomy procedure that the stroke was caused due to stenosis of the cervical arteria cerebralis interna. Target site location is unknown. The enterprise stent (enc452212/10434019) was used after dilating the stenosis. It was reported that there was resistance experienced when introducing the stent into the microcatheter hub and the stent deployed in the competitor's microcatheter. The stent and the microcatheter were flushed and used correctly; the introducer sheath was directly engaged with the microcatheter hub and the rotating hemostatic valve was closed. A competitor's stent was used as a replacement which fit through a 0.0165" microcatheter. This required the removal of the current catheter to use another competitor's 0.0165" catheter for the replacement stent. There were no adverse events reported, however the reported event caused 5 minutes delay. There were no intra-procedural or post-procedural complications. It was reported that the product will be available for analysis. No further information is available.

Manufacturer narrative:
This is follow-up 1 MDR report being submitted for this complaint. Product returned for analysis. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The product has been forwarded to codman for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time.